Event description:
On (B)(6) 2012, the patient contacted animas and stated that the pump was rebooting. The battery cap reportedly appeared to be loose. The patient denied damage to the battery cap or battery compartment. It was noted that the last time the battery cap was changed out was about 5 months ago and the patient stated that she didn't have a spare. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Pump returned with the display lens cracked on the left side and near the bottom on the lens.

Manufacturer narrative:
(B)(4): the battery cap was not returned with the pump for investigation. A new test battery cap was able to be tightened to the pump. Review of the black box verified evidence of power on resets. The pump was exercised for 24 hours with the test battery cap; no power loss or rebooting was duplicated. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.